Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 23:37:17. During night drain cycle five, the patient's ultrafiltration reading was 1277ml, indicating the home patient drained 1277ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.